Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. Following pre-dilation with a 2.00 x 12mm non-compliant balloon catheter, a 28 x 2.50 mm promus premier drug-eluting stent (des) was fully inflated and deployed at 16 atmospheres for 10 seconds with no issues. Post-deployment, a type b flow-limiting distal stent edge dissection was observed. Another 2.25 x 12 mm promus premier des was deployed to cover the dissection, and the procedure was completed. The physician believed that calcification and bend had caused the dissection. No further patient complications were reported and remained stable post-procedure.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left circumflex artery. Following pre-dilation with a 2.00 x 12mm non-compliant balloon catheter, a 28 x 2.50 mm promus premier drug-eluting stent (des) was fully inflated and deployed at 16 atmospheres for 10 seconds with no issues. Post-deployment, a type b flow-limiting distal stent edge dissection was observed. Another 2.25 x 12 mm promus premier des was deployed to cover the dissection, and the procedure was completed. The physician believed that calcification and bend had caused the dissection. No further patient complications were reported and remained stable post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device remained implanted and was not available for return; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that a dissection occurred. Another 2.25 x 12 mm promus premier des was deployed to cover the dissection, and the procedure was completed. Dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the promus device. The reduced blood flow is a consequence of the reported dissection and requirement for additional devices were due to procedural factors. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU.